Event description:
A medtronic representative reported that when turning on the imaging system during a test, a burning smell was detected. The system was shut-off and all system parts and components were checked. The source of the burning smell was found to be coming from the discharge monitor board. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement pcba charge/discharge monitor and pcba intfc ctrl r f w/o hv shipped to site. Medtronic representative reported that after replacing the charge/discharge monitor board and interface control board the system seemed to be working fine. Performed fluoro & rad gain cal and one 3d spin. In the second 3d spin, system stopped, could not complete the scan and showed e-stop was pressed. Opened the charger board covers and determined a capacitor has burn spot. Rmas issued. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Medtronic investigation of returned suspect charge board finds that the circuit board has significant burn under resistors due to electrical over stress. The reported event was confirmed to be caused by physical damage of the circuit board. Medtronic investigation of returned suspect interface control board finds that the reported event could not be confirmed. The board was installed in the o-arm test system and ran without any issues. Unable to duplicate reported event. As previously reported the above components were replaced the resolve the issue. No further relevant issues reported.